Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured power cable disconnect and no external power alarms on (B)(6) 2024 at around 2:11pm during a routine change in power from the mobile power unit to batteries. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 11 days (08feb2024 ¿ 19feb2024 per timestamp). A no external power alarm was active on 09feb2024 from 08:39:08 ¿ 08:39:12 due to voltage on both power cables simultaneously dropping to ~0v while connected to the mpu. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system controller. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, if the cause of the no external power alarm is known and if the mpu was exchanged. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook rev. D section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook rev. D and heartmate 3 instructions for use (IFU) rev. C caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.